Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a refill appointment the physician aspirated 20 ml of medicine from the pump. A dye study was scheduled. The expected reservoir volume was 1.5 ml. There were no patient symptoms reported with this event.